Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 200 mg/dl. The troubleshooting was performed and they were unable to clear the alarm but able to complete the rewind. The customer also reported that insulin pump had motor error alarm and the displacement test was passed. The drive sup[port cap was normal. The customer did not report the generalized motor error alarm. The device will not be returned for the analysis.